Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the she had a low battery alert; she changed the battery and the insulin pump alarmed battery out limit during normal use. The customer stated she has changed the battery three times and is still receiving battery out limit alarms. Blood glucose value was 205 mg/dl. Customer was advised the battery cap might be loose or damaged and a replacement would be sent.